Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump had beep anomaly. Customer¿s blood glucose was 6.5 mmol/l at the time of incidence. Customer also stated that insulin pump did not beep during the tone test. Advised to customer that pump will be replaced.

Manufacturer narrative:
Device passed displacement test. Device was received with no audio tone or beeps during self test. Unable to determine the root cause, problem isolated to electronic assembly.